Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease fold, wear abrasion, red particles. A microscopic analysis was performed which identified crease sharp on posterior side due to fold flaw opening and non-penetrating nicks (stress marks).

Event description:
Device has been explanted.